Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that the patient lost stimulation approximately 5 years ago after receiving a low battery warning on his ipg. A manufacturer representative confirmed the ipg is inoperable. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.